Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Please note that the previous narrative above needs to be corrected: the device in question was a hamilton-g5 (k193228, brand name: hamilton-g5; version / model / catalog number: 159001) which was distributed in the united states. Corresponding fields were updated.

Event description:
Report from user is as follows "one of the s1's has been giving the wrong information. It had a humidified circuit in and has been running ok for the last few days. Over night, staff have reported the respiratory rate was reordering at >80bpm and the vt had obscure readings.".

Event description:
Report from user is as follows "one of the s1's has been giving the wrong information. It had a humidified circuit in and has been running ok for the last few days. Over night, staff have reported the respiratory rate was reordering at >80bpm and the vt had obscure readings."

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing.